Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available.

Event description:
The end user found that the handle of introducer was broken while preparing cannulation. Our customer said that it was out of box failure. (B)(4).

Manufacturer narrative:
Maquet cardiopulmonary gmbh requested the product back for investigation in the laboratory of manufacturer. A venous hls fr 21 cannula was returned in the original outer packaging. The sterile bag and the white connector (griff) were not sent back. The adhesive residues were observed under the blue light. All of the adhesive, adheres to the adhesive point of the introducer with small layers from inside the griff. Since the griff was not supplied, it cannot be inspected. During visual inspection it was detected that white glue residues of the griff are still visible and the introducer body was bended just after the glue point of the introducer body, the griff may have been removed with force. However it is unlikely to determined how much force has been applied. Failure could be confirmed. Device history record for complaint (B)(4). And lot 92267992 was reviewed. There were no references found which are indicating a nonconformance of the product in question. Moreover, trend search was performed and no systemic issue could be detected. Maquet cardiopulmonary gmbh is also aware of similar complaint #(B)(4).. During investigation of this complaint, to evaluate gluing grip on introducer process, a test was performed and documented in task ID: (B)(4).. The materials within this complaint, 70104.1028 griff and 70104.6365 introducer body, were also in scope of this test. Test samples were assembled according to basic operation procedure 'gluing grip on introducer' 9204421 rev.03. A tensile test was performed and all samples passed the test which the minimum tensile force 15 n. Regarding similar complaints, getinge cardiopulmonary antalya trained the operators regarding gluing process and informed about the complaint. Nevertheless, getinge cp antalya initiated CAPA 296548 based on several complaints showing the same symptoms with different material numbers than the one in this complaint, in order to determine the root cause and initiate further actions to determine corrective measures for the failure. CAPA was initiated on 2020-02-24. All further steps will be performed in accordance to CAPA 296548. This complained product was manufactured before the corrective actions are implemented in CAPA 296548. This complaint is a reference complaint for this CAPA. CAPA root cause investigation has been done with 6m method on 2020-04-30. It was concluded in the investigation report of this CAPA: "when the process and process inputs are evaluated together with the literature, studies are carried out to determine the process parameters that can stabilize the process. With the study, it was aimed to both determine the causes of the type of adhesive failure and to reveal the parameters that can be validated in validation stages. It is a sensitive process when the process is evaluated together with the adhesive and glued "hard to bond" material. The process is carried out manually with the current bop. As a result; there are determined 3 root causes as below; rc1: bop is not sufficient in terms of the gluing method and tensile test method. Rc2: pra is not sufficient in terms of adhesion integrity failure. Rc3: validation of bop 9204421 rev03 is not sufficient since parameters are not determined/defined exactly. In order to eliminate these root causes, actions will be determined in the action plan section of this CAPA." As an initial containment in this CAPA, orders were selected randomly from regular production-shipping flow (sterile products, 92274540, 92276236, 92295754, 92294885 40 pieces in total). The test was performed in order to identify the brekage forces of introducer / griff connections. The test plan '2020-02-20-01 test plan introducer-griff tensile testing' and test report '2020-02-20-01 test report introducer-griff tensile testing' were created. As a result of this test, all samples are conforming according to statistical analysis realized with minitab19 stastistical control program. Defined acceptance criteria 15 n fmax and cpk 0.71, were all passed by both partial (type based) and total analysis. As an immediate action, instruction si-b-289 "in-process testing instruction of introducer body with glued grip" has been created to test whether the handle gluing process is suitable performed in according to bop 9204421 rev03 at getinge cp antalya hls production area. An in-process control for all hls catheter products was added to make sure that the glued introducer body and grips can withstand 15 n force. To ensure this test is non-destructive, test plan tp 2020-03-13-1 and test report tr 2020-03-13-1 were created. All further actions will be followed by CAPA 296548. Action implementation to eliminate the root cause and risk re-assessment for product will be performed in accordance with CAPA. This complaint now can be closed. This complaint is being monitored as part of the complaint data trending of maquet cardiopulmonary gmbh and further investigations and measures will be conducted in case of adverse trending.

Event description:
Complaint no :(B)(4).